Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that their dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet device despite repeated troubleshooting attempts. The user¿s blood glucose (bg) was not impacted during the incident.